Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service representative went on-site to evaluate the suspect device. The fsr was unable to duplicate the reported event however, suspected the instances of transducer fault in the events log may be the contributing factor in the vent inop. Further evaluation showed the transducer is out of specifications. After the fsr re-calibrated turbine pressure and exhalation flow transducer, the issue was resolved. The fsr performed the user verification test and operation verification procedure according to manufacturer specifications.

Event description:
The customer reported while using the vela ventilator; the unit displays a ventilator inoperable alarm. The customer reported the issue occurred during pre-use checks. The customer reported there is no patient involvement associated with the event.